Event description:
A journal article received entitled, effect of integrity of the posterior cortex in displaced femoral neck fractures on outcome after surgical fixation in young adults. The study was conducted assess whether disruption of the posterior cortex of intracapsular femoral fractures leads to an increased incidence of complications following closed reduction and internal fixation by multiple cannulated screws in young adults. A total of 146 consecutive adult patients with 146 femoral neck fractures were treated by closed reduction and internal fixation with parallel cannulated screw in inverted triangle or diamond configurations. Of the 146 patients thirty-three hips were converted to prosthetic replacement. This complaint regards a (B)(6) male patient who did not experience disruption of the fracture pattern but did require a conversion to prosthetic replacement 26 months after initial hip surgery due to avascular necrosis of the femoral head. This is 1 of 1 for unknown cannulated screws for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.